Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings: the pump powered up to a functional vibratory alarm. The alleged no vibration issue was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Moisture was found in the battery compartment with a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.